Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported four no delivery alarms and stated that the issue was not resolved by changing the insertion site or the infusion set. The blood glucose reading was not given. Customer declined troubleshooting for the issue. She stated that eh infusion set was changed again and that is started to work but felt that the insulin pump was malfunctioning. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.